Event description:
The 15mm endocatch bag was inserted into the patient's abdomen during a laparoscopic splenectomy surgery. While wiggling the tool to get the spleen into the bag the plastic shaft cracked and the metal arms and bag broke off. The broken parts were all retrieved and there was no patient harm.====================== manufacturer response for tissue retrieval system, anchor (per site reporter)======================the product will be returned for their testing.